Event description:
A pump alarm was reported during pumping, specifically alarm 20. The issue did not result in any reported adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, and the customer successfully resumed insulin therapy.